Manufacturer narrative:
(B)(4); pri tubing;sec tubing; therapy date (B)(6) 2018. The customer¿s report that fentanyl infused too quickly was confirmed via log analysis. The pcu event log showed that the infusion of fentanyl 2500 mcg/50ml was restarted at 6:25am on (B)(6) 2018 at 3 ml/hr with a vtbi of 40 ml which would have resulted in a duration of approximately 13 hours; however, the pump module alarmed for air in line approximately 30 minutes after the infusion was started, and the infusion was terminated. The log could not ascertain the cause for terminating the infusion early, nor the bottle volume, or if the bottle was changed. The pcu event log showed that the suspect pump module had performed prior infusions of the same drug on the same patient for several days with no reports of an infusion discrepancy during that time. When inspected the disposable set had no obvious indications that it had been twisted and the fitments had no crush marks or physical damage. Testing and inspection of the pump module showed no malfunctions and the device when tested with the event set was found to be infusing within specification. The root cause of the event is attributed to the customer¿s report of finding the disposable set twisted at the chamber (misloaded); however the investigation could not definitively confirm this. The user manual instructs to ensure that the tubing is not twisted and states that failure to follow proper administration set loading instructions might lead to an instrument malfunction.

Event description:
The customer reported that an rn hung a new bottle of 2500 mcg/50ml fentanyl at 0625. The pump module alarmed for ail at 0654. The clinician found the bottle empty and the pump segment of the tubing twisted. The patient's vital signs at 0700 included a blood pressure of 69/42 (map 50) and a heart rate of 133. The patient was sedated but aroused with touch. A normal saline bolus of 250 from the cvvh was given, and fluid removal was turned to zero. All sedation, (fentanyl and propofol), were turned off. The patient's vital signs at 0705 included a blood pressure of 94/52 (map 65) and a heart rate of 136. The patient aroused to voice. The devices were switched and the tubing was changed. The customer reported the change in vital signs was caused by the medication received by the patient and could be related to the bd device. The device was received labeled with a location of the micu, and a problem description of: channel c infused entire bottle (50 ml) over 20 minutes, but the pump was set at 2 ml/hour.